Manufacturer narrative:
E1 address 1:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during a therapeutic gastric surgery procedure, prior to patient sedation, the flex deflectable videoscope exhibited and image black-out. The procedure was completed with an olympus back-up device. There was no patient or user injury reported as a result of the event.